Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed atrial events falling into post ventricular atrial blanking and not being sensed for mode switching. Shortening the post ventricular atrial blanking setting was recommended. No further information is available.